Manufacturer narrative:
No product was received for evaluation. The instructions for use states that if a leak is found, discard the solution and a new dialysate bag can be used. All treatments must be administered under a physician's' prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on (B)(6) 2024 from a healthcare professional, stating a dialysate bag broke and the nurse was splashed in the eye with electrolyte solution on (B)(6) 2024. Additional information was received on 15 mar 2024 from the healthcare professional who stated there were no symptoms or medical intervention required.